Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a review of the black box and alarm history revealed multiple call service alarms followed by power on reset events. There was no damge found to the battery compartment or the battery cap. The battery cap contact measurements were taken and found to be within specification. The battery cap secured tightly to the pump. The pump was powered on and displayed the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump. The pump was exercised for 24 hours; no alarms or power interruptions occurred during testing. The pump¿s case was removed, no intermittent conditions were found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported an intermittent power issue with the pump. The pump reportedly made sounds and was vibrating. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).